Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient felt ¿comfortable¿ stimulation when they would touch light switches. The rep was to meet with the patient tomorrow to run impedances and check the system. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-may-22. The rep saw the patient on the day of the report. They ran impedances, adjusted their stimulation settings, and had the patient walk around touching metal and light switches. The patient experienced no uncomfortable stimulation. All impedances were fine. No further complications were reported/are anticipated.